Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that during the surgery on (B)(6) 2013, the proximal femoral nail antirotation was used for the patient who had a femoral trochanteric fracture. It was reported that the surgeon used the reamer and checked the diameter of the medullar cavity; was 13mm. The surgeon inserted the nail whose diameter was 11 mm, by using manipulative procedure. It was reported that, the surgeon attempted to insert the protection sleeve, and lock the buttress nut to the aiming arm, but, the nut was unlocked from the aiming arm as it turned. The nut was unlocked very easily, so the sleeve was not able to contact with the bone; the tip of the blade was stripped. It was further reported that the surgeon removed the guide wire and inserted different size of the blade instead. This is report 5 of 5 for complaint (B)(4). This report is for unknown blade.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hwc. Device is an implant. Device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.